Manufacturer narrative:
(B)(4). Approximate age of device ¿ 90 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient called and stated that a yellow wrench/clock not set alarm occurred. The patient was sleeping when the pump stoppage event occurred, and was asymptomatic during the event. The patient then went to the clinic and was doing okay without any issues. Log file analysis by the manufacturer's technical services representative confirmed the pump stoppage event occurred due to total loss of power to the lvad system. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The report of low speed and pump stop events was confirmed based on the evaluation of the submitted log file. Review of the submitted system controller log file confirmed the system was operating on 14 volt batteries on (B)(6) 2016 at 9:17. The low battery advisory became active at 23:16 and the low battery hazard activated on (B)(6) 2016 at 1:03. The external batteries completely depleted at 1:49 and the system operated on the emergency backup battery until 3:14, at which time the pump stopped due a complete loss of power. The system resumed operating at the set speed when fully charged batteries were connected to the controller. The duration that the pump was off could not be determined. The complete loss of power to the controller resulted in the reported clock not set alarms. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.